Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'battery involved in improper shutdown' was not reproduced. The battery contacts were found to be corroded and the module was not serviceable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module was involved in an improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.